Event description:
The device will not turn on during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.